Event description:
Information was received that reported a pt was hospitalized in 2008, due an incident of hyperglycemia. The pt states she went to the hospital when her blood glucose became greater than 600 mg/dl. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.